Event description:
A caller reported a minimum fill notification related to their insulin pump. There was no adverse impact to the customer's blood glucose level. The caller initially attempted to resolve the issue by loading a new cartridge, but reloading the same cartridge did not work. Technical support instructed the caller to remove the pump from its case, clean the pneumatic tap area with an alcohol wipe or lint-free cloth, and then attempt to load a new cartridge. Following these instructions, the caller successfully loaded a second cartridge onto the pump and was able to resume insulin delivery.